Event description:
It was reported that the user experienced persistent high blood glucose of 401 mg/dl after a supply change on the ilet system, and the glucose sensor reading "high" until corrective actions were taken; the user reported difficulty removing the connector and tubing cap during the supply change, and a subsequent set change and insulin delivery resumption were performed. Customer care provided support that included customer support review of device reports and guided troubleshooting and education. Investigation of this case revealed that glucose rose following the supply change and improved after the subsequent set change and continued insulin delivery, with no confirmed device malfunction. Symptoms included sleepiness associated with hyperglycemia which improved as glucose trended down and returned to range. Outcomes included transient disruption with need for troubleshooting and resolution without medical intervention. It was concluded that the event was hyperglycemia with unclear cause, possibly related to infusion setup or flow interruption, and the issue resolved after intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.